Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm or unexpected low reservoir alarm noted. The insulin pump was received with button error alarm due to moisture damage on keypad traces. The insulin had scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 317 mg/dl. Troubleshooting was not performed. The device was returned for analysis.